Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient had an open irritation under one of the ECG electrodes. The patient's physician recommended a salve for the wound. The patient also covered the wound and adjusted the garments. Follow-up indicated that the wound had healed.